Manufacturer narrative:
The device was received and evaluated. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No issues were found with the device that would affect the delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the doctor due to hyperglycemia. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod on the abdomen for between 1 and 4 hours. The doctor treated the high blood glucose levels with a manual insulin injection utilizing a syringe.